Manufacturer narrative:
A lead experiencing high impedances due to a fracture was reported to abbott. The lead was not returned for evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined. The lead was explanted and replaced.

Event description:
Additional information revealed that the leads were explanted and replaced on (B)(6) 2021.

Event description:
Related manufacturer report number 3006705815-2021-01002 it was reported that the patient's leads showed high impedances due to a lead fracture. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy.